Event description:
Per the clinic, the patient experienced a swelling with exudation at the implant site. The patient was treated with antibiotics (type, duration and dosage not reported) and underwent a procedure to drain the site; however, the issue could not be resolved. The patient experienced a skin flap breakdown resulting in the exposure of the receiver/stimulator unit. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed january 8, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.